Event description:
On (B)(4) 2019, neotract inc. Was contacted by a patient who had received a successful prostatic urethral lift (pul) procedure on (B)(6) 2019, and was sent home with a catheter. Several days later, his physician performed an urinalysis confirming a uti which required hospitalization and IV antibiotics. During hospitalization, the patient had a turp procedure performed, but no further interventions were required. Patient was hospitalized for a total of eight (8) days and was discharged while still receiving IV antibiotics which were scheduled to be discontinued on (B)(6) 2019.